Manufacturer narrative:
(B)(4).

Event description:
It was reported, that there was a forced log out. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.